Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose had been running high. Insulin did exit with a 5 unit cannula fill. The infusion set was changed and the customer noted that the cannula was not bent. The blood glucose reading was 486 mg/dl when the issue began, and was 383 mg/dl at the time of the report.